Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/12/2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch me6475 , batch mdk466 , batch mem437 , batch mez092 , batch mbk776. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018 and suture was used. During the procedure, the needle broke at the tip while suturing the dermis by continuous suturing. The needle fragment was not buried in the tissue. The needle fragment was retrieved. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information: - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot: me6475 manufacture date: (B)(4) 2018, expiration date: (B)(4) 2020. Lot: mdk466 manufacture date: (B)(4) 2018. Expiration date: (B)(4) 2020. Lot: mem437 manufacture date: (B)(4) 2018. Expiration date: (B)(4)2020. Lot: mez092 manufacture date: (B)(4) 2018. Expiration date: (B)(4) 2020. Lot: mbk776 manufacture date: (B)(4) 2018. Expiration date: (B)(4) 2020. In addition, the device history records were reviewed for both lots and the manufacturing criteria was met prior to the release of each lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # pc-(B)(4). A failed suture needle submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.